Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trailed the femur and it did not fit well (¿bad cuts¿). Doctor did re cuts and then the trial was now ¿super loose¿. Have pictures, will be submitted later. Case type: tka. Surgical delay: 15 minutes.

Event description:
Trialed the femur and it did not fit well (¿bad cuts¿). Doctor did re cuts and then the trial was now ¿super loose¿. Have pictures, will be submitted later. Case type: tka. Surgical delay - =15 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with the rio could not be completed because the rio serial number was not identified after three communications to the mps. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate bone resection. There were other reported event for the listed catalog number ((B)(4)). -conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. H3 other text : device not returned.